Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of high results for different patients tested for roche omni electrode potassium (potassium) on a cobas b 221 system. The customer provided an example of an erroneous result for 1 patient where the initial potassium result from a whole blood sample tested on the b 221 system was 12.64 mmol/l. This result was reported outside of the laboratory. A serum sample measured at the same time on the cobas 8000 analyzer was 4.4 mmol/l. There was no allegation that an adverse event occurred. The b 221 system serial number was (B)(4). The customer had unspecified qc issues. The customer was advised to replace the potassium electrode and the reference electrode. The customer thinks the potassium electrode was the cause of the issue. The potassium electrode was requested for investigation.

Manufacturer narrative:
According the database provided by the customer, the erroneous result occurred on (B)(6) 2018. The customer returned the potassium electrode. Based on the data provided, the customer's qc results were in range at the time of the event. No issues were identified during a review of calibration data.

Manufacturer narrative:
The customer's potassium and reference electrodes were received for investigation. Comparisons were performed on cobas b 221 instruments with the customer's electrodes. There were no result deviations outside of the acceptable limit during the comparison tests. The result data showed that the customer's electrodes were working within specification. The customer's allegation could not be reproduced. The electrodes performed as intended. A product problem was not found. The investigation was unable to find a definitive root cause for this event.